Event description:
After deployment of the stent, the distal gray tip of the delivery catheter separated from the delivery catheter while still on the 0.014 wire. The gray tip of the delivery catheter was successfully removed from the pt. No pt injury reported.